Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion area was located in a moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 2atm upon the first inflation. The device was simply removed from the patient's body without any problem. The procedure was completed with a different device. No patient complications were reported.